Manufacturer narrative:
Philips service replaced the potentiometer assembly, calibrated the system, and tested its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that rotational movement potentiometer was damaged and the gear rack came off on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.